Event description:
It was reported that during a shoulder procedure using a multifix knotless implant, the tip of the anchor broke off upon screwing it into the bone. Per the surgeon the bone was too hard for this anchor. The procedure was completed after a new bone hole was drilled, using a different artc device. There were no significant delays or pt complications reported as a result of this event.